Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation, the rear response button was defective. The cause was isolated to a crease in the rear button cable damaging the traces. The root cause for the damaged response button cable was not able to be identified. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that there was a problem with monitor sn (B)(4) response buttons.